Manufacturer narrative:
The sample was not received for investigation. The customer reported issue could not be confirmed due to no receipt of photos or actual sample for investigation. A device history record (DHR) review was performed which indicated all inspections were completed and no non conformances were identified during manufacture. Manufacturing controls are in place to help prevent occurrence of the reported issue. No root cause could be determined since no product and/or photos were received to investigate the reported issue. If the product is returned at a later, a summary of the investigation results will be provided in a supplemental report. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the catheter would not stay stuck to patient's skin; the adhesive part would not stick or is absent. There was no patient harm reported.